Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 377745, lot# v003310, implanted: (B)(6) 2006, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 377745, lot# v003310, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was noted their pain was horrible. It was reported the pain was in the coccyx and right leg. It was noted the patient had to increase from 200v to 400v to feel anything. It was reported the patient had no falls or trauma related to the issue. It was noted the patient decreased stimulation down to 10v or 20v and could not feel stimulation. It was reported the patient worried about turning stimulation up too high because they had surges that knock them to their knees. It was noted the surges occurred occasionally and they were concerned having it higher could increase the frequency. It was reported the patient had a program for the coccyx and a program for the right leg.